Event description:
It was reported that there was a message of high battery consumption during the device interrogation. Device currently remains implanted. Should additional information be received, this file will be updated.